Event description:
Boston scientific received information that this patient expired. Currently, the cause and date of death and relationship to the device is unknown.

Manufacturer narrative:
When we receive additional information, this product issue will be updated.